Manufacturer narrative:
Submitted: 09/11/2017. The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings. Device evaluation: on investigation, the battery compartment was noted to be cracked and the pump alarmed with a call service alarm (cs069) on power up that was not able to be cleared; a language corruption occurred at a component on the printed circuit board resulting in a call service alarm.

Event description:
The pump was returned for investigation. Investigation revealed a case/condition issue and a call service alarm issue. This report is made based on results of investigation completed on (B)(6) 2017.